Event description:
Pt reported brown discharge and there was a mass suspected in the area of the vaginal cuff. Dignostics, pt presentation is unk.

Manufacturer narrative:
Due to the limited info obtained, co is not able to determine the severity of this event at this time.